Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The keypad cover was observed to be torn at the up button; all keypad buttons responded normally to testing. The keypad cover was removed for further investigation and contamination was found under the contrast and up button contacts. The battery compartment was observed to be cracked below the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish display, a cracked battery compartment and contamination under the contrast and up button contacts. This report is made based on results of investigation completed on (B)(4) 2014.